Event description:
The customer reported that the tubing set separated at the drip chamber. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated from the drip chamber was confirmed. Visual inspection of the set showed that the vinyl tubing was completely separated from the drip chamber outlet port. Examination under magnification showed that both sides of the vinyl tubing had insufficient solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to the separation which was leaking fluid. Dimensional analysis was performed and the vinyl tubing measured within specification. The root cause of the customer¿s report was a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing set separated at the drip chamber. There was no report of patient harm.